Event description:
It was reported that a 36-year-old caucasian hispanic/latino female patient underwent a primary breast augmentation surgery with a 310cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced occasional pain the middle of her left breast. The patient also observed that her implant seemed to have changed in texture. At the time of this report, the patient has not consulted with a medical professional, and mentor has received no information regarding explantation or an expected explantation date. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates have reached out for further information. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2023, mentor became aware that an error was submitted in the initial report. Mentor became aware that the patient's date of implant was incorrect. As such, date of implant was removed from the file. Manufacturer¿s reference number: (B)(4), in the initial report, d6a year, month, and day of implant should have been left blank.